Event description:
Medical affairs was unable to get in contact with the familiy member and will be sending a letter to obtain more clinical information. Family member called on behalf of their patient alleging that the control solution falls out of range. They mentioned that they tried 15 different vials using the same lot # and they all fell out of range. Family member is performing the control solution test properly. The test strips were in good condition and not expired. Patient contacted md for advice and was treated with insulin. The case is being reported as a malfunction, since control solution test failed more than once.